Event description:
Pt had a unilateral tmj concepts device put in on (B)(6) 2015. Developed numbness from her forehead to chin. Her eye would not shut all of the way. In 2016 the dr say heterotopic bone growing on the implant. She is now experiencing more numbness, palsy, migraines, sharp stabbing pain, face drooping. She experiences a metallic taste in her mouth since the implant. Tmj concepts said she must get the bone removed and she has a 50/50 chance of saving the implant.